Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device display showed multiple white lines across the screen while the user could still navigate, and insulin delivery and blood glucose levels were unaffected. Symptoms included visual obstruction of the device screen without physiological effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included review of the device history and replacement of the affected unit for further assessment. Investigation of this device revealed a malfunction of the display hardware consistent with a damaged screen, with the issue localized to the screen component while therapy functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was a display hardware failure.